Manufacturer narrative:
One photo was submitted for quality review. The photo provided does not indicate the leakage reported by the customer. Additionally, the sample received is not of product 10013902. The product received was a bottle of chemotherapy connected to a unidentified vial access device. The customer complaint of leakage could not be verified. A root cause could not be determined because the correct physical sample was not provided and the photo provided by the customer did not indicate clear leakage. A device history record review for model 10013902 lot number 25045162 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite low sorbing set had leakage. The following information was provided by the initial reporter: during the administration of a hazardous drug, the administering nurse observed fluid droplets on the patient¿s chair at the start of the infusion. Upon investigation, the source of the leak was identified at the connection point between the long tubing and the add-on filter. The nurse tightened the connection and consulted the pharmacy. Pharmacy staff reviewed the setup, confirmed the connection was secure, and approved continuation of the administration. However, upon the nurse¿s return, active leakage was still observed at the same connection point. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm from the incident. At what point did this failure occur? Unknown if the leak occurred with the primary tubing or the filter extension set. What was the medication type and duration of the infusion? Investigational trial medication, pt 886-04-025. Did the patient receive a combination of any medications? No, this was the only medication administered through the tubing. What product was the set connected to? Unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.